Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following sections were corrected: d9, h3, h6 (device was not returned). Based on the results of the investigation, the device was not returned to olympus and the customer¿s allegation of ¿the display automatically disappears¿ was not confirmed. The root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit had a problem with the display staying on after 5 seconds. The issue occurred at preparation for use. There were no reports of patient harm.